Manufacturer narrative:
The customer has only returned the power supply board to zoll technical service for evaluation.

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device had a blank screen. The complainant indicated that there was no pt involvement in the reported failure.